Manufacturer narrative:
10/20/2015: tandem technical support followed up with the customer, and found that the customer had administered 6.93 unit bolus an hour before the low bg. Tandem technical support discussed the administered bolus with the customer, along with other factors that may affect bg levels. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had seizures on (B)(6) 2015, and went to the hospital early (B)(6) 2015 for low blood glucose (bg) levels. Bg level was at 67mg/dl when the customer first tested, and it had dropped down to 47mg/dl when the paramedics tested. Low bg levels were treated by orange juice, and administering an intravenous solution. The customer's doctors believe that the low bg was a result of the customer delivering too much insulin. The customer was released from the hospital on (B)(6) 2015.